Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission 03/08/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/18/2016 with the following findings:the pump was observed to have several superficial perimeter cracks in display lens. Unrelated to the complaint, the battery compartment was observed to be cracked at the case seal to the left side of the bumper pad.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that the display screen was cracked. The reporter indicated that the issue prevented the user from being able to safely read the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.